Manufacturer narrative:
An event of the device migration was reported. It was indicated that the patient remained hemodynamically stable throughout the procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 18 july 2025, a 29mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 26.2mm. The patient's thoracic aorta was kinked. The initial implant depth was 5mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The decision was made to place the valve deeper toward the left ventricular outflow tract (lvot). The final implant depth was 6mm from the ncc and 5mm from the lcc. During detachment of the third retainer tab, the valve moved to the ncc side and rested at 0mm intra-annular. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on 18 july 2025 a 29mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 26.2mm. The patient's thoracic aorta was kinked. The initial implant depth was 5mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The decision was made to place the valve deeper toward the left ventricular outflow tract (lvot). The final implant depth was 6mm from the ncc and 5mm from the lcc. During detachment of the third retainer tab, the valve moved to the ncc side and rested at 0mm intra-annular. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.